Event description:
The user facility reported that the physician deployed the angio-seal as usual using the usual steps; however, the angio-seal did not deploy successfully. The procedure was a femoral access percutaneous coronary intervention (pci) case. There was no patient injury or surgical intervention required. Additional information was received on 14 mar 2023: the procedure sheath used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The device was unable to deploy and did not seal properly. Hemostasis was achieved by manual pressure. The patient was in stable condition. The procedure was completed successfully. The blood loss was less than 250cc's. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Patient identifier: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).